Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to implanted due to a damaged tip upon opening of the package. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to implanted due to a damaged tip upon opening of the package. This lead returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
Supplemental 2: product investigation confirmed the reported observation. This lead failed the visual inspection test. Detailed analysis confirmed a bent lead near the distal end of the shock coil. Also, the shock coil was stretched on the proximal and distal ends. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to implanted due to a damaged tip upon opening of the package. This lead returned for analysis. No adverse patient effects were reported.